Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) due to the repeated system errors. The usm passed all calibration test, test drove and verified system was ready for use. The complaint was confirmed based on field evaluation. Isi has received the usm associated with this event. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
It was reported that during a da vinci-assisted isolated lysis of adhesions surgical procedure that a recurring recoverable fault occurred that would not clear. The staff rebooted the system, and the issue was temporarily resolved. The staff could not recall the fault code/number. The staff placed a second call a little over an hour later to report that the fault returned. The staff removed the suspected patient side cart (psc) from service and converted the procedure to a new psc. The staff did not record the error code but reports the error was against universal surgical manipulator (usm) 2. There were no reports of patient injury.